Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin irritation identified as a burn. The site is now a scar. For treatment, the patient was given antibiotics. The patient reported being unsure if the cannula was properly seated, while wearing the pod between 24 and 36 hours on infusion site. The pod was leaking. The patient was still in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation which led to scarring. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.